Event description:
Customer reports to have a broken belt clip. Customer states locking mechanism is cracked and bottom latch snapped off. Customer's blood glucose was 482 mg/dl, which was treated with a bolus delivery. Belt clip will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.